Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display on the insulin pump indicated lost sensor but the sensor is not lost. The customer has changed the battery and started and restarted the sensor but is receiving the same error of lost sensor. Customer does not recall any significant events leading to the error. Troubleshooting was done for this error. Customer's blood glucose was 223 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.